Manufacturer narrative:
A visual examination of the guidewire revealed that the distal tip was detached exposing the tip of the metal corewire by approximately 3.2 cm. There was no evidence of sanding process. Evidence of adhesive remnants were found which indicate that the pebax tip was correctly adhered during the manufacturing process. The corewire has residues of the pebax, approximately 4 mm, from the very tip. The complaint is consistent with the returned guidewire that the distal tip was detached exposing the tip of the metal corewire. It is most probable that anatomical or procedural factors could have generated the failure reported. Based on all gathered information, the most probable root cause is "operational context¿. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2016. According to the complainant, during the procedure, after the scope was advanced close to the papilla, this guidewire was inserted through the cannula; however, the hydrophilic tip detached inside the patient, exposing the tip of the metal corewire. The detached part was removed from the patient using the scope and a suctioning device. The procedure was completed with a new jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4) guidewire distal tip detached, exposing the tip of the metal corewire. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2016. According to the complainant, during the procedure, after the scope was advanced close to the papilla, this guidewire was inserted through the cannula; however, the hydrophilic tip detached inside the patient, exposing the tip of the metal corewire. The detached part was removed from the patient using the scope and a suctioning device. The procedure was completed with a new jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.